Manufacturer narrative:
Info was forwarded from the owner establishment zimmer (B)(4), which markets the devices in the u.s. The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were rec'd for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific clinical event cannot be ascertained from the info provided. As soon as add'l info has become available and / or the device(s) have been returned for eval and an investigation result has become available, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time. Zimmer reference number of this file is (B)(4). Please note that for this zimmer complaint case, there are two mdrs filed because to different screws are involved.

Event description:
It is reported that surgery was extended by 2 hours because a fixing problem with the 90mm lag screw has occurred. It had to be removed.